Manufacturer narrative:
An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received. Corrections to h3, h6: h6 result code; remove 3233 h6 conclusion code; device remains implanted.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received.

Event description:
The patient was initially implanted with the afx abdominal stent graft on an unknown date. A re-intervention was completed on (B)(6) 2020 for an unknown failure. An afx vela infrarenal stent graft was implanted. Additional information regarding this re-intervention has been requested from the hospital and physician but no response has been received. It was reported that due to covid-19, the hospital is on lock down and the physician is on holiday. Endologix will continue to request information.